Event description:
The lay reporter/ daughter contacted lfs on (B)(6) 2010 alleging that the patient's one touch ultra 2 meter would not power on. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the alleged issue with the meter began on (B)(6) 2010 at around noon. Due to the alleged issue, the patient did not know how much food to eat. The patient adjusts his food intake based on the meter results; however, because of the alleged issue, he did not adjust his food intake. Approximately 3 days later ( on (B)(6) 2010), the patient developed symptoms of feeling weak, dizzy, sweaty and blurred vision. The patient ended up self-treating himself with food/drink. The patient was not tested on another device and did not seek any further medical attention. The patient does not recall the last reading he had obtained on his meter. This is not the first time the product is being used. The meter did not power on by pressing the power button. The batteries did not need to be replaced and the alleged issue was not resolved. The complaint is being reported since the reporter alleged that due to the patient not being able to test he later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
The 510 (k) # is k053529.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/31/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed